Event description:
A customer reported that the coulter act 5diff autoloader (al) generated discordant results for red cell count (rbc) and platelets (plt) for two (2) patients. Review of the data showed that the coulter act 5diff al generated high rbc, hemoglobin (hgb) and hematocrit (hct) and low plt for patient 1 without instrument flags. Initial results were not reported out of the laboratory. The customer performed an extended cleaning procedure, then repeated analysis of patient 2 sample. Results showed higher plt on initial and rerun 1 with instrument generated r flags. Rerun 2 showed lower wbc, rbc, hgb, and higher plt results without instrument flags. Reruns 3, 4, and 5 correlated with initial and rerun 1, except plt was lower with instrument generated flags. Both patients were sent to a reference lab and redrawn where platelet aggregation was observed. Reference results were considered correct; however, reference printouts are no longer available and lis printouts have been requested but not provided. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample collection information was not provided for samples run on coulter act 5diff autoloader. Samples were collected in blue topped sodium citrate tubes at reference lab. Controls were run before but not after incident. Instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched for the event. The fse performed rbc/plt gain adjustment and ran several patient samples, startup, reproducibility and quality controls and could not reproduce reported issue. The system was validated. Based on information provided the root cause can not be determined, but both patients were observed to have platelet aggregation. Per labeling, interfering substance, plt: note that, in some patients, platelets can aggregate in the presence of edta because of the occurrence of platelet-specific antibodies. This may cause and erroneously low or decreased platelet count. Plt agglutination: clumped platelets may cause a decreased plt count and/or elevated wbc count; wbc, sl, and sl1 flags may be generated. Reanalyze the specimen as follows: recollect the specimen in sodium citrate anticoagulant to prevent platelet agglutination. Reanalyze the specimen for only the plt count. Correct the final plt result for the effect of the sodium citrate dilution.